Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted during our testing. The insulin pump has cracked case at display window corners, reservoir tube lip and minor scratched display window.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, after the numbers began to scroll uncontrollably. Her blood glucose level was 101 mg/dl. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).